Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. The leaks were discovered during setup and preparation, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 19, 2020 - february 20, 2020. H10: two (2) devices were received for evaluation. Unaided visual inspection was performed which observed a tear at the lower right side edge of sample 1 and tear at the middle right side of sample 2. Functional testing was performed with tap water which revealed a leak on the affected areas in both samples. Additional magnified inspection was performed which revealed a tear/hole where the leaks occurred. The reported condition of leak was verified at the edge for both samples. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.